Manufacturer narrative:
Updated data: event is not related to a medtronic product. A4. Patient weight was obtained. B2. Medtronic received additional information that changed the device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Date of death was obtained: (B)(6) 2020. B5. Additional information was received that the patient presented with stroke symptoms ten days following valve implant. An ischemic stroke was identified. Testing results showed a complete occlusion of the right internal carotid artery at its origin. There was severely delayed mean and total transit time to the right middle cerebral artery territory. There was also delayed transit to the right anterior and posterior cerebral artery territory. Cerebral blood flow imaging showed restricted blood flow in the right middle cerebral artery territory, but the anterior cerebral and posterior cerebral arteries appeared to be better perfused. Per the physician, the medtronic valve did not cause or contribute to the stroke; cerebral ischemia was the cause. The patient was terminally extubated and subsequently died eleven days following valve implant. Per the physician, the medtronic valve did not cause or contribute to the patient's death. H1. There is no type of reportable event. H6. Patient code, device code, and eval code-conclusion were updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. 2.3 - date of event is an approximation as the exact date of the stroke was not reported, the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unspecified amount of time following the implant of this transcatheter bioprosthetic valve, the patient had a stroke. The cause of the stroke is unknown. Approximately one week following valve implant, the patient died as a result of the stroke. It is unknown whether an autopsy was performed.